Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("body aches ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type problems"), fatigue ("fatigue "), urticaria ("hives ") and swelling ("swelling "). The patient was treated with surgery (surgical removal of device). Essure was removed on (B)(6) 2017. At the time of the report, the pain, autoimmune disorder, fatigue, urticaria and swelling outcome was unknown. The reporter considered autoimmune disorder, fatigue, pain, swelling and urticaria to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('body aches'), genital haemorrhage ('abnormal bleeding (general),'), systemic lupus erythematosus ('autoimmune type problems/autoimmune disorder type of disorder: possible lupus'), cardiac septal defect ('blood or heart disorder/condition type: hole in my heart') and gallbladder disorder ('surgery (other) type of surgery: gallbladder issues') in a female patient who had essure (batch no. 66440-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and hepatic steatosis. On (B)(6) 2009: a urine pregnancy test was performed today and the result was negative. On (B)(6) 2014: impression: no local defect: identified involving the interatrial septum suggestive of ostium secundum type asd. No evidence of coronary artery disease. Left ventricular ejection fraction diminished at 30. This finding may be artifractural related to irregular heart beat. Concurrent conditions included atrial septal defect, pelvic pain and body mass index normal. Concomitant products included acetylsalicylic acid since 2013, armodafinil (nuvigil) since 2010, atenolol from 2013 to 2017, contraceptives, diphenhydramine hydrochloride from 2009 to 2017, iron since 2016, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), lisinopril from 2009 to 2018, omeprazole magnesium (prilosec) since 2016 and pregabalin (lyrica) from 2009 to 2017. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), urticaria ("rashes or skin conditions type: hives") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In december 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vertigo ("neurological conditions or problems type: vertigo") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In august 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome") and abdominal pain ("pain abdominal pain"). In (B)(6) 2010, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced chest pain ("pain chest pain"). In (B)(6) 2013, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia") and was found to have platelet count decreased ("blood or heart disorder/condition type: low platelet count"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), cardiac septal defect (seriousness criterion medically significant) and swelling ("swelling") and was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure not within normal limits,"). The patient was treated with surgery (supracervical hysterectomy (uterus only)/ hysterectomy (partial) and surgery (other) type of surgery:gallbladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, systemic lupus erythematosus, cardiac septal defect, gallbladder disorder, swelling, fibromyalgia, urinary incontinence, anaemia, platelet count decreased, blood pressure abnormal, palpitations, vertigo, dizziness and alopecia outcome was unknown, the genital haemorrhage, urticaria, anxiety and depression had resolved and the fatigue, irritable bowel syndrome, chest pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, blood pressure abnormal, cardiac septal defect, chest pain, depression, dizziness, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, irritable bowel syndrome, pain, palpitations, platelet count decreased, swelling, systemic lupus erythematosus, urinary incontinence, urticaria and vertigo to be related to essure. The reporter commented: difficult placement at the time of the procedure for medical reasons? Yes. Date leave began: (B)(6) 2005. Date leave ended: (B)(6) 2006. Reason: pregnancy. Date leave began: (B)(6) 2007. Date leave ended: (B)(6) 2008. Reason: bed rest for pre-term labor date leave began: (B)(6) 2009. Date leave ended: (B)(6) 2009. Reason: bed rest for pre-term labor and gallbladder removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: no acute intra - abdominal process. Suspected hepatic steatosis. Status post cholecystectomy and bilateral breast implants. Single surgical clip within the right pelvis. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Impression: bilateral grade I tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: update of information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('body aches'), genital haemorrhage ('abnormal bleeding (general),'), systemic lupus erythematosus ('autoimmune type problems/autoimmune disorder type of disorder: possible lupus'), cardiac septal defect ('blood or heart disorder/condition type: hole in my heart') and gallbladder disorder ('surgery (other) type of surgery: gallbladder issues') in a female patient who had essure (batch no. 66440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and hepatic steatosis. (B)(6)2009: a urine pregnancy test was performed today and the result was negative. (B)(6)2014: impression: no local defect:: identified involving the interatrial septum suggestive of ostium secundum type asd. No evidence of coronary artery disease. Left ventricular ejection fraction diminished at 30. This finding may be artifractural related to irregular heart beat. Concurrent conditions included atrial septal defect, pelvic pain and body mass index normal. Concomitant products included acetylsalicylic acid since 2013, armodafinil (nuvigil) since 2010, atenolol from 2013 to 2017, contraceptives, diphenhydramine hydrochloride from 2009 to 2017, iron since 2016, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), lisinopril from 2009 to 2018, omeprazole magnesium (prilosec) since 2016 and pregabalin (lyrica) from 2009 to 2017. In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), urticaria ("rashes or skin conditions type: hives") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2009, the patient had essure inserted. In (B)(6)\2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and alopecia ("hair loss"). In (B)(6)2010, the patient experienced vertigo ("neurological conditions or problems type: vertigo") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6)2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6)2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome") and abdominal pain ("pain abdominal pain"). In (B)(6)2010, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6)2011, the patient experienced chest pain ("pain chest pain"). In (B)(6) 2013, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). In (B)(6)2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia") and was found to have platelet count decreased ("blood or heart disorder/condition type: low platelet count"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), cardiac septal defect (seriousness criterion medically significant) and swelling ("swelling") and was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure not within normal limits,"). The patient was treated with surgery (supracervical hysterectomy (uterus only)/ hysterectomy (partial) and surgery (other) type of surgery:gallbladder removal). Essure was removed on (B)(6)2017. At the time of the report, the pain, systemic lupus erythematosus, cardiac septal defect, gallbladder disorder, swelling, fibromyalgia, urinary incontinence, anaemia, platelet count decreased, blood pressure abnormal, palpitations, vertigo, dizziness and alopecia outcome was unknown, the genital haemorrhage, urticaria, anxiety and depression had resolved and the fatigue, irritable bowel syndrome, chest pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, blood pressure abnormal, cardiac septal defect, chest pain, depression, dizziness, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, irritable bowel syndrome, pain, palpitations, platelet count decreased, swelling, systemic lupus erythematosus, urinary incontinence, urticaria and vertigo to be related to essure. The reporter commented: difficult placement at the time of the procedure for medical reasons? Yes date leave began: (B)(6)2005. Date leave ended: (B)(6)2006. Reason: pregnancy date leave began: (B)(6)2007. Date leave ended: (B)(6)2008. Reason: bed rest for pre-term labor date leave began: (B)(6)2009. Date leave ended: (B)(6)2009. Reason: bed rest for pre-term labor and gallbladder removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Computerised tomogram abdomen - on (B)(6)2014: 1. No acute intra - abdominal process. 2. Suspected hepatic steatosis. 3. Status post cholecystectomy and bilateral breast implants. Single surgical clip within the right pelvis.. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion impression: bilateral grade I tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2019: pfs+mr received. Lot number received. New events: abnormal bleeding (general), psychological or psychiatric problems condition: anxiety, depression, autoimmune disorder type of disorder: possible lupus fibromyalgia, rashes or skin conditions type: hives, bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, low platelet count, hole in my heart. Blood pressure not within normal limits, heart palpitations, neurological conditions or problems type: vertigo, dizziness , surgery (other) type of surgery: gallbladder issues, gastrointestinal or digestive system condition type: chronic irritable bowel syndrome, hair loss, chest pain, abdominal pain were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('body aches'), genital haemorrhage ('abnormal bleeding (general),'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), systemic lupus erythematosus ('autoimmune type problems/autoimmune disorder type of disorder: possible lupus'), cardiac septal defect ('blood or heart disorder/condition type: hole in my heart') and gallbladder disorder ('surgery (other) type of surgery: gallbladder issues') in an adult female patient who had essure (batch no. 66440-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and hepatic steatosis. (B)(6)2009: a urine pregnancy test was performed today and the result was negative. (B)(6)2014: impression: no local defect:: identified involving the interatrial septum suggestive of ostium secundum type asd. No evidence of coronary artery disease. Left ventricular ejection fraction diminished at 30. This finding may be artifractural related to irregular heart beat. Concurrent conditions included atrial septal defect, pelvic pain and body mass index normal. Concomitant products included acetylsalicylic acid since 2013, armodafinil (nuvigil) since 2010, atenolol from 2013 to 2017, contraceptives, diphenhydramine hydrochloride from 2009 to 2017, iron since 2016, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), lisinopril from 2009 to 2018, omeprazole magnesium (prilosec) since 2016 and pregabalin (lyrica) from 2009 to 2017. In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), urticaria ("rashes or skin conditions type: hives") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence/urinary probs") and alopecia ("hair loss"). In (B)(6)2010, the patient experienced vertigo ("neurological conditions or problems type: vertigo") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6)2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6)2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome") and abdominal pain ("pain abdominal pain"). In (B)(6)2010, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6)2011, the patient experienced chest pain ("pain chest pain"). In (B)(6)2013, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). In (B)(6)2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia") and was found to have platelet count decreased ("blood or heart disorder/condition type: low platelet count"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cardiac septal defect (seriousness criterion medically significant), swelling ("swelling"), hypersensitivity ("hypersensitivity") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure not within normal limits,"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), supracervical hysterectomy (uterus only)/ hysterectomy (partial) and surgery (other) type of surgery:gallbladder removal). Essure was removed on (B)(6)2017. At the time of the report, the pain, menorrhagia, systemic lupus erythematosus, cardiac septal defect, gallbladder disorder, swelling, fibromyalgia, urinary incontinence, anaemia, platelet count decreased, blood pressure abnormal, palpitations, vertigo, dizziness, alopecia, hypersensitivity and metrorrhagia outcome was unknown, the genital haemorrhage, urticaria, anxiety and depression had resolved and the fatigue, irritable bowel syndrome, chest pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, blood pressure abnormal, cardiac septal defect, chest pain, depression, dizziness, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, metrorrhagia, pain, palpitations, platelet count decreased, swelling, systemic lupus erythematosus, urinary incontinence, urticaria and vertigo to be related to essure. The reporter commented: difficult placement at the time of the procedure for medical reasons? Yes. Date leave began: (B)(6)2005. Date leave ended: (B)(6)2006. Reason: pregnancy. Date leave began: (B)(6)2007. Date leave ended: (B)(6)2008. Reason: bed rest for pre-term labor. Date leave began: (B)(6)2009. Date leave ended: (B)(6)2009. Reason: bed rest for pre-term labor and gallbladder removal. Plaintiff received treatment for bleeding, allergy, autoimmune, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Computerised tomogram abdomen - on (B)(6)2014: 1. No acute intra - abdominal process. 2. Suspected hepatic steatosis. 3. Status post cholecystectomy and bilateral breast implants. Single surgical clip within the right pelvis.. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion impression: bilateral grade I tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information added. Event : hypersensitivity, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pain ("body aches") and autoimmune disorder ("autoimmune type problems") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), urticaria ("hives") and swelling ("swelling"). The patient was treated with surgery (surgical removal of device). Essure was removed on (B)(6) 2017. At the time of the report, the pain, autoimmune disorder, fatigue, urticaria and swelling outcome was unknown. The reporter considered autoimmune disorder, fatigue, pain, swelling and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.